Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure -reamer would not spin freely with facing reamer and boss reamer engage into it. (It bound), causing a 25 minute delay in surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00204; 804-06-310, s100 - functional, instrument failure; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the reported instrument was returned to enovis surgical for evaluation. During the investigation the reamer sleeve was tested and confirmed a drag while turning the reamer sleeve with inward force. Reference hhe-00046/hhe-00084 for more details.